Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the leg on (B)(6) 2017. Date of issue is an approximation. On the same day the sensor was inserted, the patient started to experience blistering at the insertion site. It was indicated that the patient felt irritation from the skin onset and did not do anything about the issue until the sensor fell off on (B)(6) 2017. When the skin was exposed, the patient noticed that the skin was red and irritated. The patient taken to the doctor on (B)(6) 2017. The doctor prescribed clotrimazole cream to treat the affected. At the time of contact, the patient was at home and the affected area was healing. No additional patient or event information is available. Then sensor was inserted into the leg. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.